Event description:
It was reported that the patient with an artificial urinary sphincter (aus) had the device removed due to recurring incontinence, as the device was not working properly. No further information was reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) had the device removed due to recurring incontinence, as the device was not working properly. No further information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested; the pump was also functionally tested. No anomalies were found with any of the components. According to the analysis results, the reported clinical observation of mechanical problem was not confirmed. Additionally, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.